Event description:
It was reported that pump experienced recurring malfunction alarm identified as malf 12, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.